Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 220 mm length dissection of the thoracic aortic artery. It was reported that the procedure was successfully completed and the patient is doing well. Subsequently the physician noticed that pulses were poor on the patient's right side. The physician then discovered a flow limiting dissection in the right external iliac artery. The physician then decide to place an 8x60 self-expanding stent and flow was restored. This was the accesses vessel used to insert the delivery device. However, it was unknown how and when the dissection occurred, and the physician was unable to determine the cause of the dissection. It was noted that the event was resolved. No additional clinical sequelae were reported and the patient is fine.